Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a patient had a vena cava filter successfully deployed for pending gastric bypass surgery. Approximately eight years post filter deployment, guided fluoroscopy from an unrelated procedure demonstrated a detached filter limb in the right ventricle of the heart. No attempt was made to remove the detached filter limb. A follow-up CT scan of the chest did not demonstrate any evidence of pulmonary embolism, pneumothorax, or pleural effusion. Five days later ultrasound identified thrombus within the common femoral vein. One thrombus measured 4 x 1 cm the other measured 4 x 1.3 cm. A recommendation was made to keep the ivc filter in place. A median sternotomy was performed 10 days after the discovery of the detached filter limb in the heart. The detached filter limb was removed without difficulty or any reported complications. Patient was reported to be hemodynamically stable at the conclusion of the surgery. Two days later the filter was percutaneously retrieved without incident. Image/photo review: based on the images provided, the following can be confirmed; a bard g2 filter was deployed at the level of l2-l3 the lumbar spine, the filter was in an upright position and parallel to the posterior spinous process of the lumbar spine,a detached filter limb was not identified, the vena cava filter was successfully retrieved. Conclusion: the device was not returned. Images and medical records were provided. A g2 vena cava filter was deployed in preparation for gastric bypass surgery. One month later a greenfield filter was also deployed in the patient. Eight years post filter deployment a detached limb was identified in the right ventricle. Ten days later a median sternotomy was performed to remove the detached filter limb. Two days later the filter was percutaneously retrieved without incident. Based on the image review is can be confirmed that a g2 filter was deployed, there were no images of the additional filter. Based on the medical records it can be confirmed that there was a detached filter limb. However, this investigation is inconclusive as it is unclear to which filter the detached filter limb belonged. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information: medical records received and reviewed, a vena cava filter was successfully deployed for pending gastric bypass surgery. Approximately eight years post filter deployment, during an unrelated procedure, guided fluoroscopy demonstrated a detached filter limb in the right ventricle. No attempt was made to remove the detached filter limb. A median sternotomy was performed ten days later to remove the detached filter limb from the heart successfully, no reported complications. Two days later, the filter was percutaneously retrieved without incident. The patient was reported to be hemodynamically stable at the conclusion of both procedures.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. Approximately eight years post filter deployment, during an unrelated procedure, guided fluoroscopy demonstrated a detached filter limb in the right ventricle. At some time post filter deployment, it was alleged that the filter was unable to retrieve and filter limbs detached, perforated, and became embedded in the heart and lung. The device was removed percutaneously and one detached limb was removed from the heart via an open chest procedure. However, one detached limb remains embedded in the lung and is unable to be retrieved. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. Based on the image review, bard g2 filter was deployed at the level of l2-l3 the lumbar spine. Therefore based the image review the alleged, filter limb detachment, perforation of the inferior vena cava (ivc) and retrieval difficulties cannot be confirmed. Approximately, seven years and four months of post deployment, the patient presented to the hospital with chest pain, a fluoroscopy was performed, and it showed fractured filter leg in right ventricle and left lower lobe of lung. On the next day, complete echocardiogram was performed, and it was revealed there was a linear bright echo density seen in the right ventricle cavity which was likely the fractured filter struts. A computed tomography (CT) abdomen and pelvis without contrast was performed and it revealed there was a linear metallic radiopaque foreign body with associated beam hardening artifact was present within the right ventricle extending into the adjacent right pericardial fat, which was unchanged in location as compared to the patient's prior chest computed tomography (CT). On same day the patient scheduled for the fractured filter strut removal. The right atrium was opened. The tricuspid valve was elevated out of the way gently, and it could see a metallic object in the right ventricle approximately halfway down the chamber of the right ventricle. This was penetrating the right ventricle free wall. It was able to grasp and removed without difficulty. After, four days, the patient scheduled for the filter removal, the right internal jugular vein was accessed. Then filter was removed successfully. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for perforation of the inferior vena cava (ivc) and retrieval difficulties.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Precautions: - the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. - procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques - perforation or other acute or chronic damage of the ivc wall h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: a patient had a vena cava filter successfully deployed for pending gastric bypass surgery. One month later a greenfield filter was also deployed in the patient. Approximately eight years post filter deployment, guided fluoroscopy from an unrelated procedure demonstrated a detached filter limb in the right ventricle of the heart. No attempt was made to remove the detached filter limb. A follow-up CT scan of the chest did not demonstrate any evidence of pulmonary embolism, pneumothorax, or pleural effusion. Five days later ultrasound identified thrombus within the common femoral vein. One thrombus measured 4 x 1 cm the other measured 4 x 1.3 cm. A recommendation was made to keep the ivc filter in place. A median sternotomy was performed ten days after the discovery of the detached filter limb in the heart. The detached filter limb was removed without difficulty or any reported complications. Patient was reported to be hemodynamically stable at the conclusion of the surgery. Two days later the filter was percutaneously retrieved without incident. Investigation summary: the device was not returned. Images and medical records were provided. Based on the image review it can be confirmed that a filter was deployed, there were no images of the additional filter. Based on the medical records it can be confirmed that there was a detached filter limb. However, this investigation is inconclusive as it is unclear to which filter the detached filter limb belonged. Additionally, the investigation is inconclusive for removal difficulty and perforation. It is unknown which filter was retrieved without incident. Per the medical records, the filter was implanted prior to gastric bypass surgery. Per the instructions for use (IFU), "the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." The IFU also states, "the safety and effectiveness of this device has not been established for morbidly obese patients." Therefore, it is possible the procedure affected the stability of the filter. However, based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques perforation or other acute or chronic damage of the ivc wall precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
Medical records received and reviewed, a vena cava filter was successfully deployed for pending gastric bypass surgery. Approximately eight years post filter deployment, during an unrelated procedure, guided fluoroscopy demonstrated a detached filter limb in the right ventricle. No attempt was made to remove the detached filter limb. A median sternotomy was performed ten days later to remove the detached filter limb from the heart successfully, no reported complications. Two days later, the filter was percutaneously retrieved without incident. The patient was reported to be hemodynamically stable at the conclusion of both procedures. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter was unable to retrieve and filter limbs detached, perforated, and became embedded in the heart and lung. The device was removed percutaneously and one detached limb was removed from the heart via an open chest procedure. However, one detached limb remains embedded in the lung and is unable to be retrieved. The status of the patient is unknown.